Event description:
It was reported during a conversation with the physician's office that the patient is deceased and died within six weeks of implantable cardioverter defibrillator (ICD) system implant. The exact date of death is unknown. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).